Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation of the device it was discovered that this device (sn (B)(4)) did not contain original parts from manufacturing or servicing of the device. It was identified that the mechanism assembly installed did not match the mechanism recorded in the device history record (DHR) . During the evaluation, the pump serial number recorded on the installed mechanism was found to be (B)(4). Review of both dhrs confirmed that the mechanism observed in pump sn (B)(4) was swapped and belongs to sn (B)(4). This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.